Manufacturer narrative:
UDI #: (B)(4). Initial phone number: (B)(6) the field service engineer (fse) inspected the unit and confirmed the reported error 2012 (instrument host timeout error) issue. The fss replaced the instrument host which resolved the reported issue. The system meets abbott medical optics (amo) specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that error 2012 (instrument host timeout error) occurred on the demo whitestar signature system. There was no patient involvement reported and there was no patient treatment delays or cancellation.

Manufacturer narrative:
A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications.all pertinent information available to abbott medical optics has been submitted.